Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the trigger of the device was binding, the device seized and would not operate, the device showed signs of immersion, the gear was completely corroded with an unknown substance, and an unknown debris was on the bearings. It was further determined that the device failed pretest for trigger test and check on/off mode. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the battery oscillator device was not working. During in-house engineering evaluation it was observed that the trigger of the device was binding, the device seized and would not operate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.